Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain. Update rec'd 1/15/2016 - the patient experienced debilitating pain, discomfort, and soreness, in the area of her hip implant, thereby, negatively affecting her ability to perform activities of daily living. On information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into the patient's blood, tissue and bone surrounding the implant.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 28, 2017. Legal medical records received. Pfs alleges pain, limited mobility and popping out of the femoral head out of the socket, elevated cobalt-chromium were also detected. After review of medical records for MDR reportability it was reported that the patient was revised to address metallosis and pseudotumor formation. Preoperative x-rays state findings were consistent with lysis that was aseptic in nature. Revision notes indicated presence of fluid collection with a caseous-appearing substance consistent with metallosis. Bone erosion around the calcar of the femur, posterior wall, and superior aspect of the acetabulum. There were no laboratory values provided for the alleged elevated cobalt-chromium. This complaint was updated on: jun 28, 2017.

Manufacturer narrative:
Product complaint # ==> pc-000099220 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.